Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 328 mg/dl. Suspected cause of high bg was unknown. A system check was performed, and air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on event date is reflective of the time zone of the country of the event.